Manufacturer narrative:
Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
An article published titled, "pseudoexfoliation material deposits in a 43-year-old patient with an implantable collamer lens". The study examined a single case of pseudoexfoliation with elevated iop accompanied by increased trabecular meshwork pigmentation post icl implantation. Cause of the event was not reported.